Manufacturer narrative:
Initial device review and testing by a zeiss field service engineer (fse) in (B)(4) was found to be inconclusive. A definitive root cause of the reported event could not be identified. Possible causes of the incident could be due to a device malfunction or a malfunction of the customer site's electrical socket. The device was requested to be returned to the manufacturer in (B)(4), ca for further analysis. The customer reported that they will not return the device and that their medical engineer tested the device and found no error or malfunction. The customer has been notified to not use the device.

Event description:
It was reported that the device could not be started. As a result, the user unplugged the device from one socket and plugged it into another external power outlet. In the process of doing so, it was reported that the user received an "electric shock", but does not know for sure if it was an electric shock or electrostatic discharge (esd). The user reported noticing a prickling feeling in her hand. Subsequently, the user was medically examined and spent 24 hours in the intensive care unit. It was confirmed that the user did not sustain an injury due to the event. The incident occurred in (B)(6).